Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (cannot hold charge) has been confirmed. Upon investigation, the battery was unable to communicate. The cause for the failure was isolated to an open fuse f1. The cause of the open component was due to excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to hold a charge.